Event description:
User facility reported that while preparing for surgery on a young male pt with a mandible fracture, the anaesthetist had good airway entry, but very high airway pressure. Anesthetist tried to avoid obstruction of the tube during intubation but it was impossible to pass the suction catheter down the tracheal tube as it was blocked 6-7 cm down the proximal side. Ventilation to the pt at a very low tidal volume and high respiratory rate was required for safety. Surgery proceeded with the insitu nasal tube. Following the procedure, the hosp had a extubate and reintubate with an oral tube. No issues with re-intubation and the airway pressures immediately went down to normal. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (2725506): the review showed no deviations or abnormalities related to the reported issue. One tracheal tube was returned for product evaluation. Visual examination of the device found no defects or damage. Functional testing of the device was performed by passing a catheter through the tracheal tube and carefully observing for any resistance or obstruction. The catheter was able to pass through the tube without any issues. No resistance or obstruction was detected. The root cause of the reported issue could not be established as the device was found to perform as intended. The reported issue could not be confirmed to be device-caused.